Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The patient presented with chest pain. Access was obtained via the femoral artery. The concentric, de novo, 30mm in length and 3.50mm diameter, 95% stenosed target lesion being treated was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. Rotational atherectomy was successfully performed with a rotablator device. The lesion was predilated with a 3.00x15mm maverick balloon catheter. A 3.50x38mm promus element stent delivery system (sds) was advanced to the lad and deployed at 12 atms after 5 seconds. A dissection was then noted in the mid lad. A 3.00x38mm promus element sds was then advanced and deployed overlapping the 3.50x38 promus element stent from the mid to distal lad. Additional patient complications were not reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).